Event description:
It was reported that lead exhibited loss of capture. The lead polarity was change from the bipolar configuration to unipolar. The patient suffered from fluid overload and shortness of breath.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.